Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was under-bolusing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/01/2013 with the following findings: a review of the black box showed no evidence of cancelled boluses. The pump was exercised for 24 hours with no alarms, warnings, or errors occurring. A 10 unit normal bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. During investigation, an ezcarb bolus was performed using the following settings: I:c = 1 unit:8grams and carbohydrates = 80grams, and the pump correctly calculated a 10 unit bolus. An ezbg bolus was performed with an actual bg of 10mmol/l, a target bg of 5mmol/l and isf of 2mmol/l, and the pump correctly calculated a 2.5 unit bolus. All programmed boluses were found to be fully delivering. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).